Event description:
It was reported, that this cardiac resynchronization therapy pacemaker (crt-p). Exhibited high out of range impedance measurements on the left ventricular (lv) lead. Boston scientific technical services (ts), discussed possible reprogramming options. No adverse patient effects were reported. At this time, this device system remains in service.